Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10. 13 previously reported events are included in this follow-up record. Product return status 4 devices were received. 9 device investigation types have not yet been determined. Event confirmation status 1 reported event was confirmed. 3 reported events were not confirmed. Evaluation results 2 devices were found to be affected by an overtorqued angle nut. 1 device was found to be affected by a damaged cable. 1 device had no problem found.

Event description:
This report summarizes <noe> 13 </noe> malfunction events in which the device reportedly overheated. 10 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 13 previously reported events are included in this follow-up record. Product return status: 8 devices were received. 4 devices were not available for evaluation. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 13 malfunction events in which the device reportedly overheated. - 10 events had no patient involvement; no patient impact. - 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 13 previously reported events are included in this follow-up record. Product return status 7 devices were received. 4 devices were not available for evaluation. 2 device investigation types have not yet been determined. Event confirmation status 1 reported event was confirmed. 6 reported events were not confirmed. Evaluation results 4 devices were found to be affected by an overtorqued angle nut. 1 device was found to be affected by a damaged cable. 1 device was found to be affected by transducer capacitance. 1 device had no problem found.

Event description:
This report summarizes <noe> 13 </noe> malfunction events in which the device reportedly overheated. 10 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 13 events were reported for this quarter.   Product return status: 2 devices were received. 11 device investigation types have not yet been determined.   Event confirmation status: 2 reported events were not confirmed. Evaluation results: 2 devices were found to be affected by an overtorqued angle nut.   Additional information: 13 devices were not labeled for single-use. 13 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 13 </noe> malfunction events in which the device reportedly overheated. 10 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.